Event description:
It was reported that during loading of the device prior to use in the anatomy, the xience stent system got hung up being advanced in the co-pilot during initial use and was mangled. The device was removed and replaced without incident. Two additional stent systems were used and advanced in the same co-pilot device without incident. There was no reported patient effect. No clinically significant delay in procedure reported. No additional information was provided. Device analysis revealed the distal end of the stent implant was stretched and one of the struts was located on the clear gap on the soft tip. The proximal end of the stent implant was located 3 mm distal to the proximal marker band.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the stent implant and balloon. There was contrast in the inflation lumen. This is consistent with the reported information that the sds was inserted into the co-pilot. Factors which may contribute to resistance during advancement of the sds into the rotating hemostatic valve (rhv) include, but are not limited to, damage to the stent implant, product size selection, damage to the sds or accessory devices, or the rhv not being fully open at the time of insertion. Analysis noted the stent implant was stationary on the balloon with the first five rows of the distal end having mangled and stretched struts. One of the stretched struts was located proximal to the clear gap on the soft tip. The proximal end of the stent implant was located distal to the proximal marker band. There was no other damage noted to the stent implant. This is consistent with the reported stent damage that as result of the interaction with the co-pilot during advancement. There were crimp marks on the balloon between the markers of the tightly folded, suggesting the stent was properly placed on the balloon at the time of manufacturing. There were no kinks noted to the distal shaft or the tip. There was no other damage noted to the sds. The co-pilot used in the procedure was not returned which may have assisted in the investigation. The distal outer diameters of the stent were not measured due to the damaged struts. The outer diameters of the proximal and middle were measured and met manufacturing criteria. Using a new co-pilot, an attempt was made to advance the returned sds; however, due to the damage struts the sds was not able to advance into the co-pilot. It appears that the rhv may not have been sufficiently open at the time of insertion contributed to the reported difficulty to position and subsequently resulted in the stent damage and noted misaligned stent. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no incidents have been reported for stent dislodgment for this lot. Therefore, there is no indication of a product deficiency associated with this lot. The reported difficult to position, stent damage and noted misaligned stent appear to be related to operational context of the procedure and there are no indications of a product quality deficiency. All stent delivery systems are inspected for proper crimped stent outer diameter as well as stent, shaft and balloon damage. A sampling of units is destructively tested to verify product quality.